Event description:
It was reported that pump displayed malfunction code 9 with fault ID available and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on resetting pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.